Event description:
Information received indicated the left user control module controls are operating intermittently when lowering the siderail.

Manufacturer narrative:
The hill-rom technician found a smashed siderail cable and corrosion on the circuit board due to small fraction of fluids entering into the siderail. The siderail cover did not have the seal gasket. The technician replaced the cable and circuit board to resolve the issue.